Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported issue. The fse calibrated the oxygen (o2) sensor and the ventilator passed all testing. The device was then placed back in service at the user facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator was not delivering oxygen (o2). There was no patient involvement.